Manufacturer narrative:
A stryker product assessment center technician discovered the issue during evaluation of the device. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device's on/off button was unresponsive, the shock button was not responding, and the device does not detect patient attachment through the electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was further evaluated by the product assessment center technician and it was discovered that there was widespread corrosion of plated contact surfaces and white flecks throughout the device and the returned batteries also had corroded contacts and white residue on them. Scanning electron microscopy (sem) and elemental analysis were conducted on the white flecks and identified it as nacl (salt), indicating that the corrosion was caused by salt contamination. Cause of the reported issues was determined to be traced to the environment.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device's on/off button was unresponsive, the shock button was not responding, and the device does not detect patient attachment through the electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.